Manufacturer narrative:
The device is not under a service contract but the hospital ordered a service dispatch at the local dräger s&s organization for diagnosis and repair. The dräger engineer could basically confirm the reported event and identified a malfunction of the pump for the auxiliary vacuum pressure. The repair is pending but it can be postulated that exchange of the vacuum pump will put back the device into fully operable condition. The issue can be reconstructed as follows: the auxiliary vacuum pressure generated by the pump is required to keep the ventilator diaphragm in place during piston operation and to actuate the valves that control the ventilation cycles. If the vacuum pressure gets out of range, the supervisor functionality of the software will force a shut-down of automatic ventilation to protect the patient from potentially hazardous output and to prevent from serious damages to the ventilator unit. A corresponding alarm will be posted. Other than stated by the user, this error condition has no effect on manual ventilation - patient support including gas dosage can be continued via the built-in breathing bag even when the device is completely switched-off. The workstation is more than 13 years old; the malfunction of an electromechanical component after a period that is longer than the product's useful life can be considered acceptable.

Event description:
It was reported that automatic ventilation suddenly failed during use. As per report, it was also not possible to switch over to manual ventilation whereupon the users bridged patient support with a manual breathing bag until a replacement device was introduced. The event did reportedly not lead to consequences for the patient. The device has no UDI as an UDI was not required at the time the device was manufactured.